Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported ((B)(6)) the patient¿s ipg lost communication with external devices. In turn, the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Follow up information identified the wrong serial number with a different manufacturer was submitted erroneously. Correct device information and manufacturer has been submitted under MFR. Report#:1627487-2019-04318.